Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the instrument and sterile adapter on universal surgical manipulator (usm 2) to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm 2) had responded backwards, and the movements had appeared reversed. Technical support engineer (tse) troubleshooting had first included recommending reseating the instrument and the sterile adapter on usm 2. Customer had then reseated the instrument and sterile adapter, after which usm 2 had worked properly and the case proceeded. The procedure was completed with no reported injury.